Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined. Possible factors that could contribute to balloon material ruptures include, but are not limited to, manufacturing, insufficient preparation, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat stenosis in the arteriovenous (av) under ultrasound guidance. The 5x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was inflated once to 20 atmospheres and the balloon ruptured during the second inflation. Another same size armada was used to complete the procedure. There were no adverse patient effects. No additional information was provided.